Event description:
It was reported since implant patient experienced shocking or jolting sensation which sometimes occurred 2-3 times a day. The patient was instructed to turn device off but stated would not turn it off because the shocking did not happen all the time. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that patient had greater than 50% of symptom reduction. The device was reprogrammed, changed pulse width and rate. The cause of the event was not determined and was also reported as unknown if device related. The patient outcome was reported as recovered without permanent impairment.

Event description:
It was later reported that patient received assistance from their healthcare provider or manufacturer representative and her concerns were resolved. It was also indicated that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nnbg, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).